Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
On 30-sep-2019, the end user reported "no suction" discovered during pre-inspection check, involving pentax medical video gastroscope, model eg29-i10, serial number (B)(4). The gastroscope was returned to pentax medical for evaluation on 04-oct-2019. On 9-oct-2019, the pentax medical endoscope technician documented an accessory stuck in the primary operational channel, which confirmed the customer's complaint. Other inspectional findings included: broken accessory blocking biopsy t-piece, failed dry leak test, failed wet leak test, leak at biopsy channel (large/ primary) inlet side. Multiple good faith efforts(gfe) were made via email with no additional details being provided, so a phone call was made on 05-nov-2019. Pentax medical's complaint specialist spoke with the user facility's nurse manager, and she stated that during the pre-procedural inspection check they experienced no suction and removed the endoscope from use and reported it to pentax medical. There was no reported patient involvement. They noticed the failure and reported to pentax medical for service repair. They were unaware of the stuck accessory (check valve). The colonoscope was repaired including the following components and approved by final qc on 22-oct-2019: the gastroscope was put back into loaner inventory on 30-oct-2019 under delivery order (B)(4). On 06-nov-2019, a device history record(DHR) review was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 03-sep-2014 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 03-sep-2014. Pentax medical video gastroscope, model eg29-i10, serial number (B)(4) , has been routinely serviced at a pentax facility since the device was put into service on 30-sep-2014. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use.